Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when the device was fired, only the distal part of the stapler was properly embedded in the tissue, while the other parts remained open. This resulted in tissue bleeding with an estimated blood loss of approximately 200 ml. The procedure time was extended by more than 30 minutes as the surgical team used another stapler to complete the anastomosis and re-evaluated the original stapler site. No further bleeding was noted after the procedure, and the patient was subsequently discharged.